Event description:
It was reported that this pacemaker patient experienced dizziness and syncopal episodes. Boston scientific technical services (ts) advised the patient to follow-up with their device physician. The local area field representative was contacted for additional information, however, at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.